Event description:
It was reported that the device's trigger was sticking. This was found while the MFR's field service tech was onsite for a routine visit. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the MFR and an eval is anticipated. This record will be updated when the eval is complete.